Event description:
It was reported prior to using bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.